Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed; however, the exact cause is unknown. One 4.5 fr 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The tip of the introducer sheath was observed to be damaged. The dilator was observed to be returned in the introducer sheath; however, the dilator was found to not be screwed onto the handle of the introducer sheath. No damage was observed on the threads of the handle of the introducer sheath. A microscopic observation revealed two opposite sides of the edge of the sheath tip were damaged and the material was observed to flare outward at these locations. The dilator tip was observed to be undamaged. Resistance was observed when attempting to insert the dilator into the sheath when the taper of the dilator reached the distal edge of the sheath (approximately 0.6 cm proximal to the dilator tip); however, the dilator tip was able to pass completely through the sheath tip and the dilator was able to be screwed onto the handle of the introducer sheath completely and securely. While the exact cause of the observed damage is unknown, possible contributing factors include insertion technique, too small of an incision, and incomplete/improper connection between the dilator and introducer sheath. Reynosa evaluation complaint due to ¿difficulty inserting a microintroducer¿ was confirmed, but the exact cause remains unknown. According with the photo evaluation performed at reynosa facility and gross / microscopic visual evaluation and functional testing performed at vad lab it was concluded that the gray distal end sheath was found to be damaged on its radius tip causing difficulty to advance into the patient while using. This kind of damage could be caused during the manufacturing process; however 100 % inspection under magnification is performed in all devices before final release. In the other hand, risks of damages could be caused during clinical procedure taking in mind the condition of the received sample. Storage conditions also were considered and verified. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because the dilator of the introducer sheath was not tightened and fixed into the sheath, the dilator was detached from the sheath during insertion of the introducer sheath. When the physician tried to tighten the dilator, it was found that the tip of the sheath was damaged. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because the dilator of the introducer sheath was not tightened and fixed into the sheath, the dilator was detached from the sheath during insertion of the introducer sheath. When the physician tried to tighten the dilator, it was found that the tip of the sheath was damaged. There was no reported patient injury.